Event description:
Customer reported that no reactivity was observed with vss242 and a patient sample later determined to contain anti-kell. Customer stated that no erroneous results were reported. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
Ocd performed retained testing of vss242. Satisfactory results were observed.